Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.

Event description:
It has been reported via sales rep and product mgr spine that, during the surgery (arthrodesis l3-l5), when the surgeon, "dr. (B)(6)", was implanted the last nut, the tip of the item was retrieved out of the pt's body, another nut was implanted. By x-rays, no part of the item remains in the pt. No more adverse consequences was reported.